Event description:
It was reported to medtronic minimed that the customer received an open book image and damage to the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed for the critical pump error, and the customer reported cosmetic damage. Troubleshooting was performed for damage and the customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1715kl was requested, and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with critical pump error (open book) and crest software was utilized and successful, however the history download was unsuccessful since pump is on a constant dark blue screen and could not get into the join network screen. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump was cut open to perform visual inspection and found no moisture damage on electronics assembly. The force sensor offset measured within spec range during testing 21.3mv. Swapping out test boards confirms critical pump error (open book image) alarm is isolated to pcba2. Unit p-cap / test reservoir lock in place properly. Unit received with scratched case, cracked keypad overlay, cracked battery tube threads, stained keypad overlay, cracked case (battery tube), label damage. In conclusion, unable to test and unable to download pump history using thus due to critical pump error (open book). Critical pump error (open book) alarm is isolated to pcba2 and cracked case (battery tube) confirmed.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.